Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service due to a lead fracture at the subclavian. Another (0010) lead was implanted.